Event description:
It was reported that during a v.a.t.s. Procedure, the instrument would not staple the tissue. After changing to a new cartridge, it would not staple. No patient consequence. A like device was used to complete the case.